Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the imaging window was kinked, and the tip was detached. Microscopic inspection revealed the imaging window was pinched with ripples. Also, the guidewire exit port was observed damaged and the distal section of the tip was detached and was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination in the right coronary artery (rca). The physician attempted to perform intravascular ultrasound with a 5 mm catheter. It was difficult to advance due to the tortuosity in the mid rca, but the catheter was advanced to the lesion and ivus was performed. As the physician tried to remove the catheter, it became tangled in the tortuosity in the mid rca. The catheter itself came out, but the hypotube that the catheter was advanced through sheared off on the wire in the mid rca. The physician was able to snare it out using a 4 - 8 mm snare over the wire, but all of the equipment including the guide catheter and wiggle wire had to be removed. The physician confirmed that the tip of the catheter was completely removed from the body. The procedure was completed using original method. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination in the right coronary artery (rca). The physician attempted to perform intravascular ultrasound with a 5 mm catheter. It was difficult to advance due to the tortuosity in the mid rca, but the catheter was advanced to the lesion and ivus was performed. As the physician tried to remove the catheter, it became tangled in the tortuosity in the mid rca. The catheter itself came out, but the hypotube that the catheter was advanced through sheared off on the wire in the mid rca. The physician was able to snare it out using a 4 - 8 mm snare over the wire, but all of the equipment including the guide catheter and wiggle wire had to be removed. The physician confirmed that the tip of the catheter was completely removed from the body. The procedure was completed using original method. No patient complications were reported.